Event description:
Caller reported a cgm error, specifically cgm error 42, related to a g6sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with comprehensive instructions on resetting the pump and guided them through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.